Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had replace battery alarm after inserting new battery 10 to 15 minutes ago, insulin pump also had battery failed alarm and replace battery now alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer states they checked battery cap and battery compartment and both were not damaged. Advised customer to remove battery and turn insulin pump off for 20 minutes, then insert new battery. Advised customer to call back when issue continues. The device will not be returned for analysis.